Event description:
The lens was implanted and the dr. Noted damage to the lens. The dr. Attempted to cut up the lens inside the pt's eye and remove it with forceps and scissors. During this attempt, he tore the posterior capsule and then needed to perform an anterior vitrectomy. The pt experienced corneal edema following the surgery. It is unk if there was a product malfunction.